Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, the sensor was giving inaccurate readings and triggering the threshold suspend feature on the insulin pump. The sensor was reading 40, 50, and 60 mg/dl and her blood glucose was 150 mg/dl at night. During lunch her sensor was reading 48 mg/dl and blood glucose was 148 mg/dl. Troubleshooting was performed on the sensor and customer noticed the sensor was bent when removed. She stated she had a little trouble when inserting the sensor. Customer was to replace the sensor and return it for analysis and she agreed.

Manufacturer narrative:
Findings: inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.